Event description:
The physician attempted arteriotomy closure with the closer 6 device following interventional procedure. The patient was reported to have expired "several days later". The customer has not released any additional patient or event information including cause of death.